Event description:
A report was received that the patient would undergo a lead revision. There is no further information available regarding this event at this time.

Manufacturer narrative:
Additional information was received that the patient was receiving inadequate coverage. The leads were removed and replaced with new leads. No malfunction was reported. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient would undergo a lead revision. There is no further information available regarding this event at this time.